Event description:
On (B) (6) 2010, the lay user/pt's daughter contacted lifescan (lfs) alleging that the pt's one touch ultramini meter was reading inaccurately low compared to the pt's feelings. The medical surveillance specialist (mss) spoke with the pt's daughter on (B) (6) 2010 and obtained the following info: the reporter confirmed that the pt does not take any diabetes medication; the pt manages his diabetes with only diet and tests once a day in the evening. The reporter clarified that the issue began on (B) (6) 2010 at 9 pm. Reportedly the pt received a blood glucose reading of "180 mg/dl" on the subject meter. Three hours later, the pt woke up feeling "shaky, had blurry vision, and was seeing spots of light"; symptoms he associated with as having low blood glucose. The pt immediately drank soda and felt better approximately an hour later. On (B) (6) 2010, just after 8 am, the pt complained once more of having blurry vision, seeing spots of light, and feeling shaky. The pt immediately tested his blood glucose soon after and received a reading in the 100's. The reporter indicated that the pt drank soda and felt better 30 minutes later. Approximately three hours later, the reporter indicated that the pt experienced the same symptoms as before, for a third time. Reportedly the pt tested on the subject meter and received a blood glucose reading of "114 mg/dl". The pt administered self treatment again by drinking soda and felt better an hour later. No additional test was performed with the subject meter since then; the reporter was advised by lfs's customer care advocate not to test with the lfs products because the test strips were expired. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.